Event description:
It was reported that in the neonatal ICU, the doctor met with resistance causing the wire to kink when inserting the catheter over the swg that was placed in the jugular vein of the (B)(6) month old female pt, weighing (B)(6) kg. As a result, both the catheter and swg were removed, and during the removal, the swg broke. A different brand catheter was used to complete the procedure. A two hour delay was reported, and the pt suffered only a percutaneous injury. There was no death or complications to the pt. Add'l info received on (B)(6) 2011, stated that the swg kinked and stretched, but did not brake as originally reported. See 1036844-2011-00407 and 1036844-2011-00411 for two add'l events that occurred with this same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.